Manufacturer narrative:
Updated fields: b4, b5, b6, b8, d9, e1 (initial reporter name), g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) inspected the unit and was able to reproduce customer reported issue. The fse replaced the scroll compressor, both filters muffler 100 micron and muffler 1 by 8npt, and both pressure transducer. During testing in clinical mode, while performing the six start up pump cycles, a whooping sound was observed. The fse replaced the helium reservoir assembly. Further evaluation determined that the whooping sound originated from the poppet valve within the helium reservoir assembly, and no functional failure of the reservoir assembly was identified..the unit passed all functional and safety test in accordance with the manufacturer's specifications. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) (B)(6). The failure analysis and testing dept. Received the following parts associated with this complaint: compressor scroll serial number (B)(6) pressure transducer 30 psia serial number pressure transducer 30 psia serial number assy, helium reservoir serial number (B)(6) temp sensor serial number n/a. These parts were received with a reported unit failure of power up test fails code 14. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat dept. Installed each part separately then tested all together. The failure analysis and testing dept. Installed the above parts into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure revision f and the cardiosave service manual part number 0070-00-0639 revision r. When each part was tested separately, the fat dept. Could not replicate power up test fails code 14. All parts tested together did not produce a power up test fails code 14. Code 14 indicates a prior compressor failure. The vacuum and pressure regulators must be recalibrated or the power up fails code 14 will continue to be displayed. The fat dept. Could not replicate the power up fails code 14. All parts passed testing. Retaining the parts in the fat dept. Per procedure.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) had power-up test fails code #14. There was no patient involved.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had power-up test fails code #14. There was no patient harm

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.